Event description:
It was reported that the customer received a compromised force sensor system alarm from his insulin pump. The customer's blood glucose level was 110 mg/dl. Standard troubleshooting was performed. The customer dropped the insulin pump earlier in the day and believed that could have been the cause of the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. No prime alarm noted. Insulin pump was received with minor scratches on lcd window, cracked case at display window corners and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.